Event description:
It was reported that a progav shunt system (fv434-t) should be implanted. But during the preoperative drainage test, the reservoir was too hard and the drainage speed was too low. Therefore, the shunt system was not used and a replacement device was implanted. No patient complication was reported. The sample was returned to the manufacturer for examination.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, dry deposits and a deformation of the progav outer housing was determined. The measurement of the plane parallelism confirms that. Additionally, in the inlet spout of the reservoir were dry deposits determined. Permeability test: a permeability test has shown that all components except the shuntassistant are permeable. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, no deposits were found in both valves results: based on our investigation results, we can determine a blockage in the shuntsystem. The visible dry deposits in the inlet spout of the reservoir may have led to the functional impairment. The blockage in the shuntassistant could be also occured due to dry deposits. Opening valves allows a view of a significant part of the interior. Nevertheless, there are areas which evade visual inspection. In these parts, it is also possible to have deposits which can influence the function of the valve. The investigation of dry products is of limited value. Dry residues of organic material or unknown testing liquid can falsify the test results. No further actions are required as a result of the complaint.

Event description:
Progav shuntsystem fv434-t "the doctor conducted a patency test during the implantation of the shunt tube and found that the reservoir was too hard and the drainage speed of the abdominal tube was too slow. Limited information, no patient data available.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.